Manufacturer narrative:
We did not detect any non-conformity during the evaluation of the batch production records, and the retain samples from the same batch. The actual sample evaluated at degania silicone our group company and was found ok, no non conformities observed. The g-tube could tear following impact during use (aggressive medications or pulling with extensive force). The complaint considered to be not justified. This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number (B)(4) was issued to address the observation; one of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019 and submit to FDA retrospective mdrs for the reportable events (with reference to original MDR report # 8030107-2020-00013 filed by degania silicone ltd.)

Event description:
Customer's text: the gastrostomy tube (g-tube) was in place for one(1) day when a tear in the g-tube, between two of the ports, was identified. When this was identified, the g-tube was removed and replaced with a new one. This was from lot# s18013779. This is retrospective submission, following reassessment of our customer complaints during period 2018-2019.